Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d901 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trend was detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a leak in the lines to the photoactivation module during the first cycle. The treatment was aborted with no blood/product returned to the patient. The customer stated that the patient was in stable condition. A new kit was installed. The customer stated that they would send photos of the leak, however on (B)(6) 2016, the customer stated that she had no possibile way to send the photos. Thus no product was returned for investigation.